Event description:
A balloon leak was detected via blood in the tubing. The iab was removed. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.